Event description:
The customer reported the heating pad burned the cover and caused burns to her left side. She did seek medical treatment for the burns. Burns of this nature are usually caused by the pt laying or leaning against the heating pad which is contrary to proper use instruction.